Manufacturer narrative:
Eval summary: the exact cause cannot be determined with the available info. No prod or x-rays were returned for analysis. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It was reported that the pt had a moderately displaced left clavicle fracture in 2007 with fixation by plates and screws. Post-op, the plate bent and pt has had continued pain. The device was revised on approx two months later, and refixation with new hardware.